Event description:
Caller reported the patient was hospitalized with a blood glucose level around 60 mmol/l. Caller alleges missing basal delivery. Caller stated the pump did not deliver basal rates properly. Caller reported patient had a hypoglycemic episode on (B)(6) 2014 at 13:30 and afterwards on (B)(6) 2014 at 1:30 patient's blood glucose measure hi. Caller stated patient administered a bolus correction at (B)(6) 2014 at 12:30 after coming back from dialysis, after that 5 units of insulin by a syringe, half hour later another 5 units by a syringe and 6 units via the pump. Caller reported at 14:30 patient was taken to the hospital; was treated with an insulin drip. Caller stated patient was hospitalized from (B)(6) 2014 until (B)(6) 2014. Caller reported patient was unresponsive, fainted, and unconscious. Caller stated on (B)(6) 2014 at 3 pm patient's blood glucose level was 60mmol/l via a lab tests. Caller reported patient feels recovered. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.